Event description:
It was reported that pump displayed malfunction alarm malf 06 with fault ID 0x277d, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if any malfunction code appeared again.